Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts down by itself and shows error during therapy in the pediatric care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.